Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4)

Event description:
The customer complained of erroneous results for 1 patient tested for elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer. The initial hcg + b result was 0.39 miu/ml. This result was reported outside of the laboratory where the patient complained. The patient was tested for hcg + b in another laboratory using clia methodology and the result was "positive." The actual result was not provided. On (B)(6) 2017 the sample was repeated and the result was 200.7 miu/ml. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 210151. The expiration date was not provided. The pinch tube was last changed on (B)(6)2017. The last liquid flow cleaning was performed on (B)(6)2017. The customer's calibration signals are a bit lower when compared to roche signals; however, all quality control (qc) values are within the acceptable range. Based upon a review of the alarm trace data, no relevant alarms were observed around the time of the erroneous result. The field service engineer (fse) visited the customer site where the assay performance check failed twice. The fse re-aligned all black tubes and performed a system volume check with acceptable results. The fse performed liquid flow cleaning. The assay performance check results were acceptable. A specific root cause was not identified. Additional information was requested for investigation but was not provided. A general reagent issue is not suspected. Possible root causes of the issue may be related to foam or bubbles on the sample surface, tilted sample tubes in combination with wet tube walls or fibrin clots or strands in the sample due to inadequate pre-analytical handling. An additional possible root cause may be insufficient maintenance.